Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was prompted to enter a new sensor code during a session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be sensor failure. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2019.